Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply (B)(4) power is intermittent. It was reported that power cuts in and out. They finished the procedure with another one.

Event description:
N/a.

Manufacturer narrative:
Trackwise #(B)(4). Updated section: b4, g4, g7, h2, h3, h6, h10. Analysis of production for OEM devices: (3331/213/67) the reported device is an OEM device. The certificate of conformance was reviewed for the reported serial/lot number. The vendor certifies that this device serial/lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10/13/ 22) enter investigation findings: - the device was returned to the factory for evaluation on (B)(6) 2022. An investigation was conducted on (B)(6) 2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. No green light was observed to indicate that there was power to the device. No other electrical testing was done due to no electrical power to the device. Based on the returned condition of the device, the reported failure "electrical issue" was confirmed.